Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also noted that the ra lead exhibited possible loss of capture. Both pacing leads remain in use. No patient complications have been reported as a result of this event.